Manufacturer narrative:
Device eval by manufacturer:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 12ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that aspiration was not working during the procedure. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, aspiration was not working. The procedure was completed with a new catheter. There were no patient complications and the patient's status was fine. It was further reported that the device was not aspirating blood or saline when aspiration was attempted. There was no visible hole or kink.

Event description:
It was reported that aspiration was not working during the procedure. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, aspiration was not working. The procedure was completed with a new catheter. There were no patient complications and the patient's status was fine.